Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during an unrelated procedure the patient's right ventricular lead appeared to have no capture, decreased sensing and increased impedance. The lead was disconnected from the device and testing through the pacing system. The lead exhibited the same issues. The lead was explanted and a new lead was placed. The patient was stable post-procedure.